Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the duodenovideoscope exhibited signs of moisture and corrosion inside the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the light guide lens could not be identified and a definitive root cause of the issue could not be determined, however, the issue was likely due to physical/impact stress and or chemical stress caused by the chemicals used, causing the adhesive around the lens to come off, allowing moisture to enter the lens and cause corrosion. Since the foreign material was not on the outer surface of the scope, it could not be removed during cleaning/reprocessing. The issue may be detected/prevented by following the instructions for use sections below: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The device evaluation found the adhesive between the distal end and server plug-in was cracked and had a gap. Based on the results of the investigation, it is likely that hitting/dropping the distal end and/or chemical stress led to the malfunction; however, a definitive root cause cannot be identified.